Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 130 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observation. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 130 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observation. No adverse patient effects were reported. It was reported that troubleshooting and further system evaluation was recommended for this dependent patient with comorbidities. Commanded shocks testing was performed which produced impedance measurements within normal limits. However, impedance was 146 ohms at follow up testing. A boston scientific technical services consultant documented and discussed the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 130 ohms. A boston scientific technical services consultant documented and discussed the reported clinical observation. No adverse patient effects were reported. It was reported that troubleshooting and further system evaluation was recommended for this dependent patient with comorbidities. Commanded shocks testing was performed which produced impedance measurements within normal limits. However, impedance was 146 ohms at follow up testing. A boston scientific technical services consultant documented and discussed the reported clinical observations. Additional information was received indicating the right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. The device was also explanted due to normal battery depletion. No additional adverse patient effects were reported.